Event description:
Per the clinic, the patient experienced loss of connection to the internal device. The implanted device remains. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2024. The patient was re-implanted with another cochlear device during the same surgery. Device analysis indicated device failure. Device analysis report attached.